Event description:
Event date: 2023-04-29: intermittent atrial under sensing noted on stored episodes with false classification/termination of ongoing arrhythmias. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).